Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6); (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Healthcare provider called and reported the device was not functional and they didn't know what that meant. It was reviewed it had likely reached end of service (eos). No patient symptoms were reported. No further complications were reported or anticipated.